Event description:
It was reported that the stent separated during a thromboembolectomy procedure and remained in the patient. Reference medwatch report # (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).